Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked and the battery cap was not able to be tightened securely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03-apr-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01-apr-2019 with the following findings: review of the black box data revealed evidence of an unexplained power on reset event on the date of the complaint, 24-nov-2018. The returned battery cap was intact and without damage. The battery compartment was confirmed to be cracked. The battery cap was able to be properly tightened to the pump and maintain proper electrical connection. There was no damage, defect or contamination of the pump¿s interior components. The pump powered on normally and was exercised for 12 hours without any interruption in power. Investigation did not duplicate the complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.